Event description:
I have bought a bedwetting alarm for my son and he started using the alarm 3 nights ago. Every night, the alarm has become very hot and after 4-5 hours. I have to remove batteries and let it cool down. Then again resume after one hour. But tonight was very different. The alarm got so hot that the plastic housing has melted and my son has been burnt very badly on his neck and around the neck line. There are big red bumps and strange white liquid has spilled out from the alarm. The batteries have leaked out. My son has been taken to urgent care.